Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was admitted to the hospital that same day. The cause of peritonitis was unknown. Treatment was not reported. On an unreported date in (B)(6) 2011, dianeal therapy was withdrawn. The patient was recovering. The reporter stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd881466, gd879916, gd879189, gd878223), with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress.